Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic nephrectomy customer states: trying to injecting the air into the balloon, a doctor found the air leakage might occur and it was impossible to inflate it. New one was opened to complete the case with no problem. No patient harm. The patient current status: good operating time not extended. Tissue damage: no. Nothing fell into the cavity. No bleeding. The device could be removed properly from the tissue. The sample had been scrapped and is not available for investigations. Patient info: gender: unknown, age: unknown, weight: unknown.